Manufacturer narrative:
(B)(4). Review of the complaint history of the reported lot was performed; however, as there was no information received with the current complaint regarding the specific issue, it is not possible to determine the similarity between the incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information received stated that the multi-link 8 stent was unable to be implanted; but was inadvertently called 'explanted'. There was no explanation on why the stent could not be implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported deployed stent implant damaged (explanted) by another device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5 x 28 mm multi-link 8 stent was implanted on an unknown date. On (B)(6) 2015, the stent was explanted, and balloon angioplasty was performed. No additional information was provided.